Event description:
Pt was revised to address groin pain. Osteolysis noted intraoperatively.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 15 years ago. Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify, or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, to change the outcome of the performed investigation, the complaint will be re-opened.